Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the drive support cap appeared normal or slightly indented. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to encoder signal out of phase. Unable to perform occlusion test, prime/a33 test, excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed.